Event description:
Patient was being seen by cardiologist in office. The visit was a routine follow up appointment. The av sequential boston scientific pacemaker was implanted about 30 days ago. When the device representative was interrogating the device, it was discovered that the right ventricular (rv) lead was dislodged. The rv lead was not sensing or pacing. The patient was admitted to the hospital that afternoon. The next morning, the pacemaker lead revision took place in the cardiac catheterization lab. During the procedure, the right ventricular lead tip coil was retracted. The cardiologist was unable to get a stable pacing position and the lead was withdrawn. The lead tip screw-in portion would not deploy and remained in a retracted position. The lead was removed. Another lead was implanted successfully. No further problems noted.

Event description:
Patient was being seen by cardiologist in office. The visit was a routine follow up appointment. The av sequential boston scientific pacemaker was implanted about 30 days ago. When the device representative was interrogating the device, it was discovered that the right ventricular (rv) lead was dislodged. The rv lead was not sensing or pacing. The patient was admitted to the hospital that afternoon. The next morning, the pacemaker lead revision took place in the cardiac catheterization lab. During the procedure, the right ventricular lead tip coil was retracted. The cardiologist was unable to get a stable pacing position and the lead was withdrawn. The lead tip screw-in portion would not deploy and remained in a retracted position. The lead was removed. Another lead was implanted successfully. No further problems noted.